Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 385 mg/dl and 126 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.

Event description:
It was reported that the device was explanted after an implant duration of 9 months for unknown reasons and replaced by another valve of similar model type but larger size. No further details were provided. The exact model and serial number of the device was not provided. Information was learned through (B) (4) implant patient registry. Device will not be returned as it was discarded at the hospital.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of (B)(6) 2010. The "device available for evaluation?" Has been updated to reflect the correct date. Additional manufacturer narrative should have read as follows: the reported test strips were returned for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).